Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft was implanted in the patient for the endovascular treatment of a 57 mm in diameter ruptured abdominal aortic aneurysm. There was significant vessel calcification. The diameter of the aorta at the renal artery measured 32 mm in diameter. The proximal aortic neck measured 30 mm in length. There was 15 degrees of angulation at the proximal aortic neck and very little vessel tortuosity. The patient presented emergently with a ruptured abdominal aortic aneurysm. It was reported that,during the index procedure, an endurant ii bifurcate stent graft was implanted. The physician attempted to cannulate the endurant ii bifurcate stent graft. However, the physician determined that the cannulation was taking too long and that the patient was losing blood. Therefore, the physician elected to perform an open surgical conversion. The patient expired during the open repair. Per the physician, the cause of the event could not be determined. The physician did not infer that the death was related to the device. No additional sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.